Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the product smelled like it was burning after a few minutes of use. It was replaced with another similar product which functioned fine. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, e1, g4, g7, h1, h2, h10.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
The product smelled burned after a few minutes use. It was replaced with another similar product who functioned fine. No adverse events were reported as a result of this malfunction. According to norwegian law, patient information is not available. There was no harm to the patient. No delay reported.